Event description:
It was reported that during the implant procedure, there was a device setscrew problem that caused right ventricular (rv) oversensing and inhibition to pace. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).